Manufacturer narrative:
The investigation into the reported issue has been completed. Pump passed all post sterile inspection checks. Data logs confirmed the failure and clinical narrative. Logs showed after pump started and run for 17 hours, motor current suddenly spiked to 1500 mmhg followed low flow and suction. This event remained to the rest of the case. There is a brief position alarm which resolved; clinical states repositioning pump did not resolve issue. Product was not returned for review. Based on clinical description and data review, the root cause of low flow was most likely due to biomaterial ingestion.

Event description:
The us complainant had a cp pump inserted for an acute myocardial infarction / cardiogenic shock patient when, after a day of support, the unresolving low flows/suction prompted pump explant and replacement. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.